Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, several biopsy samples were obtained from the patient's stomach for suspected gastritis. After completing the procedure, and after removing the forceps from scope, the needle of the forceps jaw was found to be bent to one side. The procedure was completed with this radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Concomitant medical product: scope - olympus egd scope, model unknown.the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, several biopsy samples were obtained from the patient's stomach for suspected gastritis. After completing the procedure, and after removing the forceps from scope, the needle of the forceps jaw was found to be bent to one side. The procedure was completed with this radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found the needle bent. No abnormalities were noted with the device welding which was within specifications. Functionally the device jaws would open however, the bent needle did not allow proper jaw closure. The condition of the returned incident device was consistent with the complaint; needle bent. The most probable root cause is operational context due to excessive force applied to the device because of anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)